Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the unspecified bd¿ pen needle there was an issue with blocked needle.

Event description:
It was reported with the use of the unspecified bd¿ pen needle there was an issue with blocked needle.

Manufacturer narrative:
H.6. Investigation: customer returned (1) open pen needle that is not a bd product. Bd was not able to duplicate or confirm the customer¿s indicated failure as the returned sample is not a bd product. Unable to perform complaint lot history check due to unknown lot number.